Event description:
It was reported the programmer freezes when checking a device. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer locked up for a minute when interrogating a maximo device. Analysis also found the hard drive, power supply and system fan are noisy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.